Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009 alleging that their one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. Three days earlier, the patient noted that their ultra meter would not power on. The patient did not take any medication after the reported issue began. At an unspecified time later, the patient began to exhibit feeling weak, sweaty and had headaches. The patient mentioned that he self-treated; however, later mentioned that they did not treat themselves. The patient did not seek any medical attention or contact their physician due to the reported issue. This is not the first time the product was being used. The patient was using the correct vial of test strips. When the patient inserted the test strip into the meter, the meter would not power on. The meter did not power on by pressing the power button. Products were replaced. No further clinical information was provided. It would have been helpful to know how soon after the issue began, did the patient develop symptoms, confirm whether or not the patient treated themselves and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the reported issue, at an unspecified time later developed symptoms suggestive of hypoglycemia.